Manufacturer narrative:
The investigation for the reported console (aic) self check error has been completed. The console was returned for evaluation. Upon visual inspection of the pbm assembly it¿s been discovered that leaking electrolyte from supercaps c69, c70 caused corrosion of the traces responsible for pbm1 communication. This type of event has been observed before and addressed by fcn 71, however this pbm serial number lays outside of the previously identified range of affected components. During console inspection it¿s been observed that purge door release button was loose (unrelated to complaint). Console logs could not be immediately obtained from the device due to file corruption on cf card. After file system repair, data logs were extracted and verified to have been consistent with complaint: multiple error messages referring to sau_powermod_1 (sau_ser10) communication failure were logged. Aic self-reboot did not resolve the issue and pbm1 communication loss was permanent, preventing proper console boot-up. The cause of the aic issue was contamination. Added- d9 device return date d4-updated model number.

Event description:
A united states based field team member was conducting training when the automated impella controller (aic) alarmed with a system self-check error immediately upon boot up.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.